Manufacturer narrative:
The device was not returned to zoll corporation; instead the data files from the AED pro and x series device's were returned and evaluated and the device performed to specification. Review of the provided data files found the ECG rhythms captured under both devices had very low average peak to peak amplitude with very few peaks recorded. Low average peaks captured in the AED pro were not deemed as shockable. However, the average peak to peak amplitude were found to be higher on the x series than those observed on the AED pro and was deemed as shockable rhythms. Therefore, it was concluded that the AED pro and x series worked as designed and configured, and within the limitations of the technology available. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.